Manufacturer narrative:
Continued: health effect - impact code: f1905. Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Seroma -late : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reports right side capsular contracture, baker grade iii and "thin liquid lamina in the superolateral quadrant." Device has been explanted. .

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding availability of product return has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and "thin liquid lamina in the superolateral quadrant."

Event description:
Healthcare professional reports right side capsular contracture, baker grade iii and "thin liquid lamina in the superolateral quadrant." Device has been explanted.